Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The caller was advised by technical support to perform a series of steps including disconnecting the tubing, tightening it, and delivering boluses, which led to the resolution of the issue. The customer was instructed to replace supplies and continue with insulin therapy.